Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device patch with lot number 2454747. Brown particle material on the shell. White encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Healthcare professional reported left side capsular contracture (grade iii) and seroma-late. The device was explanted.